Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur, enabling the customer to continue using the pump. The customer was advised to report if any issues reoccurred.